Event description:
Nail broke post-op and was removed on 9/19/97.

Manufacturer narrative:
H3: the actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications.